Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4) initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when a surgeon was about to insert an intraocular lens in the eye using the preloaded insertion system, model pcb00, the injector did not push the lens in properly. Since the lens did not come out of the injector, another lens was used (no lens information). The procedure was successful and no injuries or complications noted at the end. No further information was provided.